Manufacturer narrative:
Device evaluation: visual, optical and microscopic examination of the returned implant identified deformation of the hexalobe driver interface, and major diameter thread crest, consistent with inappropriate screw trajectory, and interference of the screw thread with the plate. This interference may have contributed to the torsional overload of the screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray analysis: c4 corpectomy, intra op films provided. One of the c3 screw was placed at an extreme cephalad angle. It is suspected that when the surgeon tried to correct the trajectory the screw was levered against the plate and fractured. Root cause: surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient needed an anterior discectomy and fusion from c3-c5 with a corpectomy at c4. For which patient underwent anterior cervical discectomy and fusion from c3-c5 with a corpectomy at c4. Intra-op, the screws were in the vertebral bodies and were securing the plate. When the assisting surgeon was in the process of final tightening of the screws the head of the screw broke off. Per the x-ray, screw in c3 had a severe angle cephalad. The screw was removed and the procedure was completed using a rescue screw at a different trajectory within that hole of the plate. The product came in contact with patient. No fragments of the product remained in the patient. No patient symptoms or complications were reported as a result of this event.